Event description:
It has been reported to philips that the radiation was not possible as the fuse of m cabinet was blown due to the supply line being faulty (two of the three phases were overlapped). The system was in clinical use at the time of the event. The procedure was aborted. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the radiation was not possible. Upon functional testing, the fse found that there was a power issue from supply line which caused circuit board failure. To resolve this issue, quote was provided to the customer to replace the circuit board. The codes were updated based on the investigation outcome. Device problem code and health impact codes were corrected.